Event description:
It was reported that the lead exhibited high threshold. The physician felt that this was due to scarring around the helix.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.